Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen45 gts event described "device extrusion, one year after implant, on a strong myopic patient with a very inflammatory eye." Affected eye unknown.